Manufacturer narrative:
The reported event of broken/fracture lead was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of implant: 2019. Exact date unknown. Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17186. It was reported the patient lost effective therapy. Diagnostics indicated high impedances on the lead. During the lead revision surgery it was observed the lead and anchor were broken. In turn, the lead and anchor were explanted and replaced to address the issue.